Event description:
The customer rpt's the ventilator delivered a tidal volume of 2 liters when set to 600 ml. There was no pt injury. Ventilators settings are currently unavailable. The ventilator was checked by the hosp. And placed back in service.